Manufacturer narrative:
The device (part# cev660-1) was evaluated and indicated that the insert was broken at the back of the jaws. The pin was missing. The wire and jaws were disconnected. The observations did not highlight any manufacturing defect. The most likely cause was breakage following a shock during use and processing. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).

Event description:
The device (part#: cev660-1) was returned to mxi service and repair.